Manufacturer narrative:
No product malfunction was found. A philips field service engineer (fse) went to the customer site, and removed the leads; an ¿ECG leads off¿ alarm triggered with no issue. Other alarms were also tested, and the device functioned properly. An audit log of the alarms was received from the customer, and reviewed by a philips complaint investigator (ci). The ECG lead off generated was seen at 5:20am, and then an ECG leads off ended was then at 5:21am. Red alarms were also seen before and after these messages. Alarm silencing was noted at 05:22. Use of the device is considered to have been a factor. The device remains at the customer site. No further investigation is warranted at this time.

Event description:
The customer reported that on (B)(6) 2018 between 5am and 7am, the patient fell off the bed and the leads disconnected; no alarms were triggered for the ECG leads disconnecting. The patient died.